Event description:
The customer reported an unknown amount of clear liquid leaking inside the coulter lh 750 hematology analyzer during startup. The leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Service was generated for this event, but was later cancelled by customer. Per conversation with the customer on (B)(4) 2013, they were able to replace the diff sample line resolving the leak. Bec internal reference to this event is (B)(4). Customer was able to fix issue themselves.